Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. The physician planned to extract and move the system to opposite side of the body. Additional information indicated that the lead was surgically explanted and a new lead was placed. No additional adverse patient effects were reported.